Event description:
It was reported that the patient experienced a left ventricular (lv) lead dislodgement. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the lead was not returned for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found.